Event description:
Patient experienced redness, tenderness and firmness at the nasolabial folds after injection of bovine collagen. Physician treated with oral benadryl and recommended advil to the patient.